Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure for bleeding performed on (B)(6) 2024. During the procedure, the clip would not release. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.